Manufacturer narrative:
We received the following: one with sensor and/or serter in used condition, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). No communication found (pass rflockout). Unit was able to download trace and termination result. First term reason: high noise in signal measurements. First term reason descriptor: the sensor was terminated due to detected periods of high noise in measurements from which it cannot recover. This is a safeguard designed within sensor algorithm for patient safety. In conclusion: the customer complaint of lost signal, communication event was not confirmed. However, the customer complaint of unexpected alert/alarm is confirmed. Sensor carelink additional investigation was performed for the sensor error-change sensor/bad sensor. Unable to establish root cause from carelink analysis; description: unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event.; sensor carelink additional investigation was performed for the sensor error-lost sensor. Unable to establish root cause from carelink analysis; description: unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event.; sensor carelink additional investigation was performed for the sensor error-sg not available/updatingsensor error-sg not available/updating. Unable to establish root cause from carelink analysis; description: unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event.; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the sensor that had no sensor signal, then sensor updating, and then change the sensor. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-5120b. Troubleshooting was partially performed. The issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-5120b.